Manufacturer narrative:
The manufacturer's report number for this case is 1718912-2013-00013. Biotene is manufactured in (B)(4). The lot number for this product is available; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer (mother of patient) and described the occurrence of choking sensation in a (B)(6) male patient who received oral moisturizers (biotene moisturizing mouth spray) for dry mouth. A physician or other health care professional has not verified this report. The patient's past medical history included feeding tube insertion in stomach and head injury ("head trauma due to an accident"). Concurrent medical conditions included dry mouth and handicapped child as a result of head trauma from accident. On an unknown date, the patient started oral moisturizers. At an unknown time after starting oral moisturizers, the patient experienced choking sensation and aspiration. This case was assessed as medically serious by gsk. Treatment with oral moisturizers was discontinued. At the time of reporting, the events were resolved. Consumer's mother reported that consumer experienced a choking sensation and coughing. Consumer's mother thinks some of the spray got into consumer's lung. Consumer stated the spray bottle sprayed out an unusually strong stream causing consumer to have choking sensation and coughing.